Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment but was unable to confirm the reported issue. The bag/vent switch was replaced proactively.

Event description:
The hospital reported that, during a case, the bag/vent switch was not operating as expected. There was no reported patient injury.